Event description:
User site contacted service department of the manufacturer explaining that a bed was presenting an issue with the bed exit detection system and that a patient was found out of bed, undetected. User added that bed requires a calibration.